Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 450 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pen and insulin pump. The customer reported possible under delivery of insulin. Troubleshooting was provided. A no delivery alarm was found in the history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.